Event description:
It was reported that during a case, the tip of the unit broke off into the pt. It was further reported that the broken piece was retrieved from the pt.

Manufacturer narrative:
The product was not returned for investigation. The reported failure could not be confirmed. The device history record for the affected product/lot number combination was reviewed. No issues were noted relative to the reported failure mode. The nonconformance history of the product/part number combination was reviewed. No discrepancies were noted relative to the reported failure mode. Based on a review of previous complaints involving a similar product and failure mode, the most likely root cause of the reported failure can be traced to the application of excessive force (i.e. Misuse including torque, impact, bending) during use of the product. Another contributing factor to the reported failure mode can be traced to the inherent strength of the component involved. This property can be impacted by stress concentration in specific areas of the component during use of the product. For example, when the product is exposed to bending forces exceeding the strength of the component, it is possible that the component will fracture and/or break. In this particular complaint, it is difficult to determine the actual root cause since the product was not returned for investigation. In sum, the customer complaint could not be confirmed as the product was not returned for investigation. The failure mode will be monitored for future reoccurrence.